Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported that the bd preset¿ syringe with attached needle's plunger stopper was found to be deformed while opening the packaging. The following information was provided by the initial reporter, translated from (B)(6) to english: "when opening the package, it found the abg's stopper was deformed."